Manufacturer narrative:
Returned meter performed in accordance with manufacturer's instructions for use. Customer's complaint of inaccurate high readings was not duplicated during testing. Freestyle blood glucose reading as reported by customer were not found on meter internal log.

Event description:
Caller reported performing a test with the freestyle meter (396 mg/dl) compared to a lab reading (90 mg/dl). The reported freestyle versus lab results differ by more than 20 percent and meet the manufacturer's definition of a malfunction.